Event description:
It has been reported to philips that the customer was unable to perform fluoroscopy due to image disk being full. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro storage was not possible due to an image disk problem. Upon functional testing fse determined that hdd was full. To resolve the issue fse recreated the image disk and rebooted system. Later this issue reoccurred and fse replaced hard disk. After this, the system was returned to use in good working order.